Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02376, 1627487-2019-07319, 1627487-2019-07320. It was reported that the patient was hospitalized, and surgery occurred to explant the system due to an infection and drainage at the distal end of the midline suture. The patient was given antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that infection has resolved.